Event description:
During an incident in 2001 involving a female patient with chest pains, this defibrillator being used with conmed monitor pads, ECG was present on the screen and the unit shut off within a mm or 2. The unit was powered back on it again shut off after about a mm or 2. Patient care was not compromised by this. The patient was transported to a hospital alive. There were no prompts by the defibrillator.